Event description:
It was reported that the pt has had an infection at the implant site for the past 6 months. The implant site is swollen and the pt has been treated by the implant surgeon with antibiotics (type unk). The pt's family is requesting device revision surgery.